Manufacturer narrative:
No patient involved. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the mobile viewing station is not holding a charge. No patient present.